Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-jan-08, information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (10 mg/ml, 3.251 mg/day) and bupivacaine (10,000 mcg/ml, 3,521 mcg/day) via an implantable pump for spinal pain. It was reported the rep was paged by the hcp who requested the pump rate be turned off because the patient presented to the hospital over sedated. The reporting hcp contacted the patient's managing hcp to discuss the patient's case. The environmental, external, or patient factors that may have led or contributed to the issue was pain mediation in the patient's pump. Per the reporting hcps instructions, the pump rate was changed to minimum rate with the rep at bedside. Dilaudid was updated to 0.064 mg/day and bupivacaine was updated to 64 mcg/day. Resolution of the event was unknown. The patient was intubated when the rep was at bedside on the date of this call. The patient's status was alive; no injury.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the intensive care unit physician told the rep the patient was being treated for shortness of breath and pneumonia. The rep returned the pump to the normal rate on (B)(6) 2020 and it was not clear if turning the pump to minimum rate resolved the issue. No events were noted in the pump logs. The patient was still in the hospital for treatment. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.